Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection, as listed in the xience pro everolimus eluting coronary stent system expanded indications instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that a 3.0x15mm xience pro stent delivery system (sds) advanced to the moderately tortuous, left circumflex (cx) coronary artery, mildly calcified lesion. During stent deployment, the balloon was inflated to rated bust pressure (rbp) and the stent implanted without reported issue. Following, a distal dissection was noted, treated with another xience pro stent. There was no adverse patient sequela and there was no clinically significant procedural delay. There was no additional information provided.